Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 120 mg/dl. It was stated that the piston pump continued to move forward after reservoir contact. The insulin pump reportedly had not been bumped, dropped, or exposed to moisture prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap appeared normal. It was further stated that it was not possible to exit the prime sequence. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).